Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the company representative received a loss of communication message while using the analyzer on the programmer. The patient was asystole and the rate went to 100. The patient was paced and the outcome was good. The caller got another analyzer and still used the old analyzer because they were doing a biventricular (biv) implant. The analyzer was still working and everything worked out fine. Technical support (ts) explained that the message seen was due to a loss of communication and it was most likely the contact of the analyzer to the programmer. Ts asked the caller to remove and reconnect the analyzer or replace the analyzer to restate the contact. Ts asked the company representative to duplicate the event so anxiety will be less the next time. The device was restored to service. No further patient complications were reported as a result of this event.